Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood ketone and stated after the insertion of new sensor blood level had climbed above 300 mg/dl. The product will not be returned for analysis.